Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: unknown. Event description: alexis retractor tore in use. Clear film detached from green ring. Removed from abdomen. Retained for inspection. Intervention: removed from abdomen. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the inner ring separating from the sheath. Based on the condition of the returned unit and the description of the event, it is likely that the sheath was not properly heat sealed to the ring during manufacturing, causing a weak or incomplete film-to-ring seal. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: unknown. Event description: alexis retractor tore in use. Clear film detached from green ring. Removed from abdomen. Retained for inspection. Intervention: removed from abdomen. Patient status: no patient injury indicated.